Event description:
It was reported that during central processing, the monopolar curved scissors had a broken cable. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during the central processing, the cable of the monopolar curved scissors was broken. There was no procedure involved.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.